Event description:
It was reported that the pt complains of pain and fluid around implant. Revision surgery scheduled for (B)(6) 2012.

Manufacturer narrative:
At this time the pt was unable to identify the devices implanted, but believes them to be either rejuvenate or abg ii. Add'l info has been requested and if rec'd, will be provided in a supplemental report.